Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/10/2020 h.6. Investigation: bd received 1 instrument from the customer for investigation, however the sedi 40 received had serial number (B)(6). The instrument was evaluated by visual examination and functional testing and the indicated failure mode for broken with the incident lot was not observed as all product specifications were met. There were a few cracks in the plate in the tube cover which was replaced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd sedi-40 had a hardware or software malfunction. The following information was provided by the initial reporter: "sedi 40 needs to be repaired / checked."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd sedi-40 had a hardware or software malfunction. The following information was provided by the initial reporter: "sedi 40 needs to be repaired / checked."